Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented in the emergency room, loss of capture was observed. Dislodgement was observed via chest x-ray. Review of a remote transmission revealed intermittent oversensing and intermittent undersensing. The patient complained of dizziness. The lead remains implanted.